Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the pt's device was registering that the output current was limited on a system diagnostic test. This is indicative of a high impedance issues. All attempts for further info regarding the issue have been unsuccessful to date.